Manufacturer narrative:
The investigation of access site bleeding has been completed. The pump and the introducers were returned for inspection and no issues or abnormalities were noted upon inspection. The root cause of access site bleeding is determined to be use issue because there were no issue when they have tried again later the same day. D9 date device returned to manufacturer added.

Event description:
The complainant reported that an impella cp was inserted to support a percutaneous coronary intervention (pci) procedure. At some point during the case, blood was noted on the floor. The physician noted bleeding from the impella sheath hemostatic valve. Wires and companion sheath were removed and bleeding stopped. The companion sheath was reinserted and no issues with bleeding were reported after. Pci procedure was completed and the impella was wean and explanted. The patient received one unit of packed red blood cells and the procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿